Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device for a different symptom, a bent contact pin on the battery pca was noted. There was no patient involvement.